Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that diaphragmatic stimulation was noted on the patient's left ventricular (lv) lead. The lead was explanted. The patient was stable.

Manufacturer narrative:
The reported event was diaphragmatic stimulation. A partial lead was returned for analysis.the damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Additional information: d10.